Event description:
The event is reported as: the customer alleges that the device will not run/power on during pt use. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.